Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. It was reported that one month post index procedure a CT revealed an infolding of the endurant ii stent graft bifurcate 15 mm distal to the proximal radiopaque markers. Approximately one month and thirteen days post index procedure the physician elected to reballoon to implant another manufacturer¿s aortic cuff and to implant a right renal artery stent to prevent coverage of the right renal artery. The event was resolved. Per the physician the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.